Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on event date. A few days later the site became infected and the earring was removed and medical treatment was sought. Patient was prescribed antibiotics. The condition worsened and patient was admitted into the hospital in 6/1999 for incision and drainage of the site, was released 7 days after admission and was placed on at home IV therapy for four weeks.